Event description:
It was reported that the user experienced hyperglycemia associated with varying infusion site performance, with elevated blood glucose when the infusion set was placed on one side of the abdomen and no issues on the other side, while using a contact detach set (6 mm, 23 in). Symptoms included high blood glucose. Outcomes included the need for manual insulin injections and elevated glucose outside target for approximately one day, without medical intervention or hospitalization. Troubleshooting and education were completed regarding appropriate infusion site selection and rotation. Investigation included case review and user interview. Investigation of this case revealed that the cause of the hyperglycemia remained unclear despite counseling on alternative infusion sites and technique. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.